Event description:
This lead was explanted on (B)(6) 10 due to low impedances and high pacing thresholds. The procedure took place at (b) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).